Event description:
A malfunction alarm occurred, identified as malfunction 16, with a fault ID available. There was no adverse impact to the customer's blood glucose level. The customer planned to use manual daily injections as a backup therapy while technical support decided to replace the pump, with the customer agreeing to return the malfunctioning pump within 10 days using a pre-paid label.